Event description:
Adverse event(s): "retinal detachment" (detached retina). Product problem(s): "yellow screen with system message" (device displays error message); "extract mode came on" (no code available). A nurse reported the system was set to viscous fluid control (vfc) as the surgeon was injecting silicone oil. A system message displayed for a different mode then what was selected. The surgeon asked the staff to hit the ok button to complete injecting the oil. The system jumped into the extract mode. The surgeon had not noticed the change in mode and stepped on the footswitch. A retinal detachment occurred. The surgeon drained the accumulated fluid from behind the retinal detachment. The retinal detachment was repaired with air bubbles and more silicone oil. The surgeon examined the pt one day post-op and stated the pt was "doing well". The surgery was originally scheduled for a scar internal limiting membrane peel (ilm). Additional info received from the company service rep found the system message reported in the event log. The staff stated the eye was stabilized while the system was rebooted. The case was completed with no further problems noted.

Manufacturer narrative:
The company service rep examined the system and found the system message reported in the event log. The company service rep was unable to duplicate the problem reported. The company service rep tested the system at various pressure levels. The facility biomedical engineer declined to have the vacuum pressure manifold replaced as a diagnostic measure. The vfc connector was replaced. The backup footswitch nonconforming cable was replaced. The vfc connector and footswitch were disposed of. The system was then tested and met all product specifications. (B)(4).